Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device and two starclose se devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device after a lower extremity angiogram and revascularization interventional procedure. Reportedly, the starclose device could not be inserted in the exchange sheath. A second starclose se device was used with the same results. The exchange sheath was re-wired and the exchange sheath was removed. A proglide device was used but it would not insert into the patient anatomy. A second proglide device was used with the same results. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and the starclose se device. No additional information was provided.